Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user reported that the insertion site was infected due to insertion.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Development of infection at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation per ntf-0282. Per case notes, hcp thought it was best to replace the sensor and place the user on antibiotics. However, no confirmation was possible due to lack of response from the clinic/site. D2. Product code updated to qhj. H6. Investigation conclusions updated to 22.